Event description:
Customer reported the insulin pump had a frozen display. Customer's blood glucose was 207 mg/dl. Customer stated the keypad did not work when it was frozen. The device also beeped. Performed self test and device passed. Customer stated she will monitor the device and if issues persist she will call back. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.